Manufacturer narrative:
This report involves cases noted in an article. No devices were available for analysis. The lot numbers were not identified; therefore, a device history record review could not be performed. Attachment: piotr pieniazek, md, phd, et al; "carotid artery stenting with pt - and lesion - tailored selection of the neuroprotection system and stent type". J endovasc ther 2008;15:249-262.www.jevt.org.